Event description:
A customer reported an altitude alarm issue with their insulin pump, which caused their blood glucose level to exceed the normal range, displaying as "high." At the time of the report, the customer had not addressed bg level. Despite attempts to resume insulin by removing obstructions from the pump's speaker holes and changing the cartridge, the issue persisted. The customer reverted to manual injections for insulin therapy.